Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received multiple temperature alarms after removing it from a charging outlet. Reportedly the temperature conditions were "chilly". Customer's reported a blood glucose (bg) level in the 200 mg/dl range. Customer treated blood glucose with an insulin bolus via the pump. Customer will use levemir insulin pen until the replacement pump is received.